Event description:
Complainant alleged that while attempting to defibrillate a (B)(6), female, pt, the device was unable to analyze. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.